Manufacturer narrative:
Upon device return, analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who resided in (B)(6) and was being treated with lioresal intrathecal (2000 mcg/ml; 700 mcg/day; lot number unable to be obtained). The patient's pump was implanted on (B)(6) 2011, and everything had been going 'ok'. All of the pump refills had always gone well. On (B)(6) 2015, a company representative was notified by the hospital that the pump began sounding at 4:52, and a motor stall had occurred. The pump sounding was clarified as the critical alarm. The patient had gone to the hospital, and the pump was interrogated so the motor stall could be confirmed in the logs. The patient's daily dose was reduced to 100 mcg/day due to a lumbar puncture with a 100 mcg bolus. The bolus was given because the patient's symptoms were appearing again (no details were provided about the patient's symptoms). As a result of the motor stall, the pump was replaced on (B)(6) 2015 and the pump was going to be returned to the manufacturer for analysis. As of the date of this report, the issue had resolved and the patient was alive without injury. The event was not reported to a competent authority. Should additional information be received, it will be submitted in the form of a follow-up report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.